Event description:
It was reported that during an unk procedure, there were malformed staples. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed because no device was returned for analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.